Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrthymia alarms/check te messages/unable to communicate with monitor) was confirmed. As received, the belt could not completed testing. Upon investigation the ECG c d cable was pulled from the strain relief, pulling the connector j704 ajar from the distribution node pca. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing arrhthymia alarams and check therapy pad messages and the electrode belt was unable to communicate with a monitor.